Event description:
A doctor reported poor aspiration during a procedure. Additional info has been requested.

Manufacturer narrative:
A sample has been received and is awaiting eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).